Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgeon reported that a laser vision correction patient presented with diffuse lamellar keratitis (dlk) in both eyes at 1 week post op. Date of surgery (B)(6) 2015. Flap rinse done at day 4 and cultured the area as it was being flushed due to possible infiltrate. Best corrected visual acuity (bcva): pre-op 20/15- both eyes. Postop 20/40- right 20/20+2 left. Patient was seen on (B)(6) 2015: postop bcva affected eye(s) 20/20 right and 20/20 left. Surgeon reported that interface clear.